Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The high capture threshold allegation was not confirmed. The lead resistances measured normal. Setscrew mark noted in correct location on the terminal pin. Lead passed hipot (inner insulation integrity) test indicating no electrical shorts between conductors. The lead failed pressure testing. A cut/puncture in the insulation, 30 cm from terminal pin was observed. This is likely due to explant damage.

Event description:
It was reported during a routine follow-up, the right ventricle (rv) lead was showing high pacing values. The physician decided to replace the device with a new one. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. The investigation is pending.

Event description:
It was reported during a routine follow-up, the right ventricle (rv) lead was showing high pacing values. The physician decided to replace the device with a new one. No adverse patient effects were reported. The device has been received, and analysis is pending.